Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the MFR received correspondence sent by an FDA nurse analyst, indicating that the user had filed a voluntary medwatch report (report number 2300460000-2004-9009). The event description: pt was admitted for frequent heartmate alarms, and suspected device failure. The lvad waveform analysis indicated bearing wear; however, the motor dust did not reveal any signs of bearing wear. The pt was placed on pneumatic back up using a stroke volume limiter and drive console for several days due to frequent alarms while awaiting a heart transplant. Several days later, the pt had transient episodes of mental status changes and left sided weakness, possible embolic event. It was apparent that pneumatic actuation was no longer providing adequate support. The pt had the lvad replaced on sixteen days earlier. The lvad was sent to the MFR for eval.

Manufacturer narrative:
The MFR received the device on 09/16/2004. The eval of the pump assembly revealed the cause of the event was due to significant wear that occurred to the internal components of the lower main bearing, especially to the bearing inner race and retainer. The observed wear to the bearing retainer and inner race caused the axial movement of the rotor, which caused the rotor to contact the electronic package (commutator) within the lower housing. The end result of the rotor/commutator contact caused significant rotor drag and high pump power consumption during the pump eject cycle. In an effort to increase the bearing life of the device, the MFR is currently in the process of redesigning the pump bearings through the design change system. The pt remains on lvad support while awaiting a heart transplant. No further info is available. The MFR is closing it's file on this event.